Manufacturer narrative:
This event was initially reported as a malfunction on the pump, however upon further review it was determined that does not apply and this event is not reportable. This correction MDR report is being sent to indicate this change. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that the patient saw 'not found' when trying to connect the handset and communicator to sync with the pump. They were assisted in closing out of all running applications, restarting the handset, and resetting the communicator, then selecting 'switch communicator' to re-pair the communicator to the handset and they were able to connect. The patient had also been getting a lot of error messages (first message was 0x3886868a) the last couple weeks and the handset was getting slower and slower to connect to the pump gradually over the last couple months. They were assisted in closing out of all running applications, clearing data per the attached ka, restarting the handset, and resetting the communicator. They were advised to continue monitoring the messages on the handset and to call back if they persist.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: tm90t0, lot# serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.